Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.

Event description:
It was reported that premature battery discharge was suspected. The device was explanted. The patient condition is good.